Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate anti-tachycardia pacing (atp) and 17 shocks due to an atrial driven arrhythmia. Technical services (ts) also noted intermittent loss of capture (loc) on the left ventricular (lv) lead. A lead revision was recommended. This product remans in service. No adverse patient effects were reported. Additional information was received stating this lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate anti-tachycardia pacing (atp) and 17 shocks due to an atrial driven arrhythmia. Technical services (ts) also noted intermittent loss of capture (loc) on the left ventricular (lv) lead. A lead revision was recommended. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate anti-tachycardia pacing (atp) and 17 shocks due to an atrial driven arrhythmia. Technical services (ts) also noted intermittent loss of capture (loc) on the left ventricular (lv) lead. A lead revision was recommended. This product remans in service. No adverse patient effects were reported. Additional information was received stating this lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated f10: device codes to better capture the allegations for this report. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.